Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019. The service technician confirmed (led) was turned off caused by vibration of button operation. The service technician replaced the power switch overlay and the issue was resolved.

Event description:
The customer reported the green and orange power light emitting diode (led) was turned off. There was no patient or user harm reported.